Event description:
Patient was revised to address proximal loosening of the stem, which caused pain. Stem appeared well-fixed distally, but not proximally, where all ha coating was still on the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.